Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The following information was provided by the customer: there were no malfunctions of reprocessing accessories. There was no delay to precleaning or manual cleaning. An air/water flush was performed. A detergent flush was performed. The distal end was brushed and wiped during manual cleaning. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 9 years since the subject device was manufactured. Based on the results of the investigation, the remaining foreign material could not be identified, nor a specific root cause for the material could not be identified. The suggested event can be detected and prevented by handling the device in accordance with the following IFU: "instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection" shows how to detect the event. "Instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope" shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the following: insertion tube had buckles near bending section and multiple dents, control knob had play, light guide lens was cracked, bending section cover rubber glue had a crack, the angulation was low, and scope connector customer barcode needs replacement. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
The customer reported to olympus that the evis exera iii gastrointestinal videoscope cannot get air or fluid through the air channel. The issue was observed during reprocessing. No patient harm was associated with this event. The device was returned to olympus for a device evaluation, and the customer¿s allegation was confirmed. The evaluation found that there was no air/water supply due to the nozzle being clogged with foreign material. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.